Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with cannula not deployed. The bottom and the middle batteries were found to be depleted and so, the pod data download was attempted by powering the pcb using external power supply. But the pod did not communicate with the pdm and data could not be downloaded. No determination on insulin delivery during the pod's operation could be made without the download data. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.